Event description:
It was reported that the cover screw could not be screwed in the implant. No other implant was placed to finish the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) and cover screw were returned for investigation. Visual evaluation of the as returned products identified signs of use but apparent signs of malfunction. Functional testing was performed with all devices. The cover screws were able to screw into the returned implant as normal. Device history record (DHR) review for the lot (1250842) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1250842) for similar events (complaint category keywords: device malfunction) and no other complaint was identified. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event has been unconfirmed.